Event description:
It was reported that a blade detachment occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified internal shunt forearm. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. Upon removal, there were some resistance encountered and it was noted that a partial blade detachment was noted. Consequently, when checked whether all the blades had been removed outside the body with forceps, the blades are completely detached. The procedure was completed with this device. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination of the returned device identified that the balloon had been inflated. The investigator attached the device to an encore inflation unit and filled the balloon with liquid to facilitate an inspection of the blades. The balloon of the device was visually examined, and no issues were noted. A visual examination identified that an approximate 15mm proximal section of one of the blades was completely separated from its pad. The detached blade section was not returned for analysis. The 5mm distal section of the blade and entire blade pad remained fully bonded to the balloon material. The damage identified is consistent with excessive force being applied when resistance is encountered during the withdrawal of the device through the sheath. All other blades were intact and fully bonded to the balloon material. No issues were noted with the tip of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device.

Event description:
It was reported that a blade detachment occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified internal shunt forearm. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. Upon removal, there were some resistance encountered and it was noted that a partial blade detachment was noted. Consequently, when checked whether all the blades had been removed outside the body with forceps, the blades are completely detached. The procedure was completed with this device. No patient complications reported.